Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the device was not detected on the bus. The field service engineer (fse) identified that the full-height drawer had rows b and c off bus. All cubies and trays were removed, during which a significant amount of loose medication and debris was found. Row a was observed to have a small amount of liquid-like gel under the tray near position a1. The area was vacuumed to remove debris, and the tray was replaced. The row board cable in the rear was also reseated. However, rows b and c remained off bus after these actions. The trays for rows b and c were then replaced, and the tie board cable was swapped. These actions resolved the issue. The application was tested and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not detected on bus. The customer reported that they tried powering the device off and back on, but the issue was not resolved. There were no adverse events or injuries reported based on this event.